Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the graft distal lad. The next day, the patient suffered a stroke. The patient was hospitalized. Investigator and sponsor assessed the event as not related to the index device or anti-platelet. Patient is recovering.

Manufacturer narrative:
Cec adjudicated ischemic stroke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient suffered ischemic stroke and was treated with medical treatment and neurological rehabilitation. If information is provided in the future, a supplemental report will be issued.